Event description:
The lay user/pt contacted lifescan (lfs) in 2006 and alleged that his one touch ultra meter was reading inaccurately high. The med affairs sepc was unable to reach the pt via phone after several attempts. A letter was also sent to the address provided. The pt had received "erratic" results from 172 mg/dl to 210 mg/dl on the day of his call to lfs. He had also received a result of 367 mg/dl (time differences between the tests were not provided). However, the pt reported that he took more insulin (exact dosage/type of insulin not known) based on the result of 387 mg/dl and had a "low sugar reaction" (exact symptoms not known) after taking the insulin. The pt was calling from the car and therefore did not have any control solution with him. The pt did not require any med attention. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However; it was discovered that he was cleaning the puncture area incorrectly. There is insufficient info regarding the "low sugar reaction" (time difference between tests and taking the insulin, how much insulin was self-administered based on the result, the pt's medication regimen, if he tested on the reported while experiencing the "low sugar reaction"). This complaint is reported because the pt alleges he took insulin based on the reported meter's result and his insulin sliding scale and became hypoglycemic. A replacement meter was sent to the lay user/pt.